Event description:
It was reported that the customer was hospitalized; details and nature of event were not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
Removed a24 added a1409, removed e2401 added e120501, added f1203.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level of 800 mg/dl and diabetic ketoacidosis. Reportedly, intermittent occlusion alarms occurred. No additional information was provided and the customer declined troubleshooting with tandem technical support. Reportedly, customer reverted to an alternate method of insulin therapy.